Event description:
One catheter broke into pieces inside pt. Additional info received on 01/17/2011 - catheter was introduced into the pts bladder and fell apart into two pieces. Physicians were able to extract the fragments from the pts bladder using grasping forceps. No additional procedures were needed. No harm to the pt reported.

Manufacturer narrative:
One opened package containing a used flexi tip catheter was received. The returned catheter was in three segments noting the catheter was severed in two locations; the first separation located 11 mm from the catheter tip, beyond the flexible bonded joint, noting the next separation occurred just before the 5cm ink band. Points of separation were noted to have mating fractures indicating all pieces were returned. In viewing the ends of separation the edges were found to be rounded inward with a pinched appearance and a dark residue on each of the separated ends. Most likely the catheter has been cut by an instrument of undetermined origin.